Event description:
It was reported that during a da vinci-assisted right inguinal hernia surgical procedure, the light cable got so hot that it burned a hole in the monopolar cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no injury or burn to the or staff/patient. It was wrongly mentioned. The issue was that the cable gets very hot.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not create an RMA for the incident. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.